Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference numbers: 2017865-2023-18751, related manufacturer reference numbers: 2017865-2023-18752. It was reported that the patient presented in clinic for system extraction. It was noted that the patient had developed infection. The whole system including the implantable cardioverter defibrillator, the right ventricular lead and the right atrial lead was explanted. There were no patient consequences.